Event description:
It has been reported to philips that image storage was full. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information the system was not in clinical use when this occurred .the philips field service engineer (fse) inspected the system onsite and confirmed that image storage full. Review of the system log file showed that ip-pc started having image disk problems .upon functional testing the fse found ip-pc has memory problems around .fse reseat the ram board and interface board on ippc and did re-format the image disk. After re-format the image disk the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code and device problem code were corrected.